Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this s-ICD recorded a code 1003, which states that the voltage is too low for projected remaining capacity and emitted beeping tones. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information received which indicates that this s-ICD was explanted and was replaced of the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this s-ICD recorded a code 1003, which states that the voltage is too low for projected remaining capacity and emitted beeping tones. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. As of this time, this s-ICD remains in service. No adverse patient effects were reported.